Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided on 2 separate events; however, dates are unknown. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. Despite being able to resume insulin, occlusion alarms continued and tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.